Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a sore under their rear therapy electrodes. The patient reported that their doctor prescribed them an antibiotic cream. There was no alleged device malfunction. Follow up indicated that the patient's medical outcome improved.